Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices were received; therefore, the condition of the components is unknown. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Unable to perform a compatibility check based on the provided information. Unable to perform a complaint history review based on the provided information. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. This article was written by gavin p. Hart, md, jeffrey s. Kneisl, md, bryan d. Springer, md, joshua c patt, md, madhav a. Karunakar, md.

Event description:
It has been reported via journal article, a patient died prior to leaving the hospital due to unknown reasons.